Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the pg pocket site. The patient was placed on IV antibiotics. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Event description:
Additional information received confirmed the infection has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.